Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. All steps during prep and the procedure were performed per instructions for use (IFU). The first clip was implanted without issues. The second clip passed all functionals test during prep and worked as intended. The clip was positioned to the valve and was not perpendicular to the line of coaptation. It was decided to invert back to the left atrium (la) to realign. The clip could not close and remained open. Troubleshooting was performed, such as; placing the arm positioner in neutral, locking and unlocking the clip multiple times, cycling the grippers, and the lock lever was pulled past the blue line. The clip 'popped' in the closed direction. The clip jumped closed to approximately 90 degrees. Then the clip was able to close all the way and was removed. A replacement was used to complete the procedure with no issues. There was no tissue damage or adverse patient effect.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip jumping, difficulty opening, and difficulty closing the clip. There is no indication of a product issue with respect to manufacture, design, or labeling.